Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for a routine follow up in the clinic. Upon interrogation, it was noted that the left ventricular (lv) lead exhibited high impedance and failure to capture. X-ray's confirmed that the lead was dislodged. The lead was explanted and replaced on (B)(6) 2020. The patient was in stable condition.

Manufacturer narrative:
The reported event of high lead impedance and failure to capture were not confirmed. Analysis was normal. No anomalies were found.